Event description:
The facility reported a pump that was "infusing too fast." The event occurred during pt use. Reportedly, the pump infused antibiotics in 20 minutes instead of intended delivery time of 60 minutes, as programmed. The antibiotic infusion was reported to be programmed as a piggyback and the rate of the maintenance infusion was believed to be 100 or 125 ml. Reportedly when the event occurred, the nurse called the pharmacy right away. No pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, name of the antibiotics, or programming of the infusion device.